Event description:
Pt admitted for laparoscopic sleeve gastrectomy. According to the scrub nurse, the endostitch needle could not be "toggled". It was removed from the field and replaced without incident.